Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from august 25, 2015 to august 26, 2015. The device was received for evaluation. Visual inspection revealed that the device leaked because the blue winged luer cap was not tightened. The cap was tightened, and a functional leak test was performed. No signs of leakage were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unknown location. This occurred after the device was filled with an unspecified solution and while it was in its pouch. The reservoir was not ruptured. There was no patient involvement. No additional information is available.